Event description:
A fast-draining battery issue was reported with the freestyle libre device. The customer reported being unable to obtain readings and as a result, experienced a loss of consciousness. The customer was unable to self-treat and required the treatment of sweets provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed a damaged usb (universal serial bus) port. The reader did not turn on with button, strip, or usb cable insertion. The damaged usb port prevented the customer from charging the reader which led to the customer observing a blank screen when the battery died. This issue is not confirmed to use. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history review) for the libre reader indicated by the serial number provided by the customer. The DHR showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A fast-draining battery issue was reported with the freestyle libre device. The customer reported being unable to obtain readings and as a result, experienced a loss of consciousness. The customer was unable to self-treat and required the treatment of sweets provided by a third-party. There was no report of death or permanent injury associated with this event.